Manufacturer narrative:
The actual device was returned for evaluation. The unit did not contain fluid in the bladder because the customer had cut the tubing to drain the fluid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing was reconnected and then a functional flow test was performed. The flow rates were found to be within the product specification range. Based on the evaluation result, the unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This was identified before use. There was no patient involvement. No additional information is available.